Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented with symptoms of dizziness, lightheadedness, shortness of breath and fatigue. Upon interrogation, it was notes the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, the device was in storage mode. Device replacement was recommended. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The device was confirmed to have no output and no telemetry. It was concluded that the premature depletion was a result of conductive foreign material in the device which resulted in a shorted condition on the hybrid, which rapidly drained the battery. As a result, the clinical observations were confirmed.